Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. It was determined that the issue related to the cracked saw head locking mechanism was escalated to a CAPA. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating head of the battery oscillator device was worn out and the rotary knob was loose. It was determined that the saw head locking mechanism was cracked and the device had a component damage. It was further observed that the moving parts of the trigger did not move smoothly, and the trigger was sticky. It was further determined that the device failed pretest for check oscillation frequency with frequency meter, check for sticky trigger, check the quick coupling for saw blades and general condition. It was noted in the service order that the device did not work anymore during pre-surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.